Manufacturer narrative:
Corrected data- g1: manufacturing site and address.

Event description:
On (B)(6) 2020 this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. On (B)(6) 2020, gore became aware that the device had migrated distally. On (B)(6) 2020, a reintervention occurred to treat the migration. Details concerning the treatment has not been reported to gore.